Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.

Manufacturer narrative:
Updated fields: d8, h2, h3, h4, h6, h10. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The camera head underwent a visual inspection and functional tests to assess the device status. The device evaluation found no picture display and a slice on cable was found. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the instrument and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation." P7 olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that no picture was observed using this camera head. Attempts to obtain additional information were made, however, no new information has been received at this time. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.